Event description:
Account tested pt on suspect meter and inr=4.0. Laboratory specimen was drawn and inr=2.19. Controls were stated to be within range. Precision study failed. The pt was not treated based off of the laboratory reading.